Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after a left heart diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was discarded at the facility. Therefore, a failure analysis of the complaint device cannot be completed. We were unable to determine a definitive cause for the reported cuff miss; however, the patient moderate common femoral artery calcification may have been a contributing factor. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated no similar incidents from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.